Event description:
It was reported that difficulty withdrawing catheter occurred. An 8.0x20x135 cm express¿ ld vascular stent was selected for use, advanced and implanted to treat the lesion. After stent implantation, the delivery balloon was deflated but the delivery system could not be withdrawn. The entire system was removed together from the patient; including the guide wire, delivery system, and the guide catheter. The procedure was completed with this device. No patient complications were reported and patient's status was stable.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).